Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: sid's: (B)(6).

Event description:
The customer reported discrepant hemoglobin (hgb) results generated on the cell-dyn ruby analyzer on two patients. Results provided (g/dl): on (B)(6) 2020 sid (B)(6): hgb = 19.7 / same tube repeated hgb = 7.37; on (B)(6) 2020 sid (B)(6): hgb = 13.3 / same tube repeated hgb = 7.53. No impact to patient management was reported.

Manufacturer narrative:
No customer returns were available for evaluation. The investigation included review of submitted data, product history, labeling, and consultation with abbott medical affairs. Review of the product history did not find a similar issue. Based on the submitted data, involvement of pre-analytical elements, such as sample handling, cannot be eliminated. The cell-dyn ruby system operator's manual, provides information related to the operational precautions and limitations of the cd ruby system. No product deficiency was identified.